Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent intestinal surgery. The recipient was hospitalized for 3 months. It was decided to explant the device to prevent infection. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. The recipient has recovered.